Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at our fisher & paykel healthcare (f&p) regional office in (B)(4), where it was physically inspected. Result: physical inspection revealed that dust ingress in the pressure knob of the subject neopuff had caused the knob to become stuck. Conclusion: it is most likely that the dust ingress to the neopuff was caused by poor maintenance. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. We note that the subject neopuff device is approximately four years old. The neopuff technical manual states the following: clean external surfaces of the neopuff infant resuscitator and gas supply line using a damp cloth and mild soapy water or isopropyl alcohol. Dry all surfaces after cleaning with a clean soft cloth or paper towel. The neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby. The integrity of the system and manometer should be checked prior to first use, annually and after servicing. All maintenance and service procedures must be performed by qualified personnel using only fisher & paykel healthcare parts.

Event description:
A distributor in (B)(6) reported that the pressure knob of the rd900 neopuff infant resuscitator was stuck. There was no patient consequence.